Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2026, product type: catheter section. D information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 06-sep-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that during a pump replacement procedure, the surgeon noted that the catheter had clearly been disconnected from the pump and there was scar going between the abdominal and spinal portions of the catheter it appeared that the catheter had been disconnected from the pump a while ago considering the scar over the catheter and unsuccessful aspiration from the pump side port. The surgeon concluded that the participant may have not being getting adequate benefit from the pump. The participant did not have any signs of baclofen withdrawal before the pump modification procedure. Intrathecal catheter was in place; pump was explanted without any plan of replacing it soon.